Manufacturer narrative:
It was reported that the issue occurred while the device was being setup for use; however, no delay in testing was reported. The ventilator was set aside for the biomed department. No user or patient harm was reported.

Manufacturer narrative:
G4:21may2021. B4:18jun2021. The customer confirmed the reported failure. The customer identified that the unit was off the base stand. The customer tightened the ventilator down the screws to the base. The unit was tested, and it was returned to service.

Event description:
The customer reported that the unit fell off the base. The device was not in clinical use. No patient or user harm was reported.